Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a balloon counterpulsation implant procedure using a 6f sheath. Reportedly, the suture was entangled in the device. This occurred with both devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional vessel closure device with reported issue referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was entangled in the device¿ was confirmed as device used out of sequence. It appears that the foot was deployed (step 1) and the plunger removed (step 3) without deploying the plunger (step 2), which would result in the posterior needle tip being ejected from the posterior needle shank and withdrawn inside the guide tube. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to use of the device out of sequence and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Analysis of returned proglide devices found that cuff misses [suture retrieval issues] occurred with both devices. No additional information was provided.